Event description:
It was reported device shift and leak occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed. The physician was informed of an inadequate position and leak on mitral side of closure device in the 135-degree view. The physician acknowledged the position but deemed acceptable to the release device. After release, the closure device shifted on mitral side. The initial position and leak that were initially observed worsened from original position. The imaging physician refused to measure vena contracta; therefore the size of the leak was not provided. The physician decided to leave the closure device. There were no patient complications and the patient was discharged.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038051593. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, and implant movement/shift. Risk review: a risk review was completed and confirmed that the events of user error, implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported device shift and leak occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed. The physician was informed of an inadequate position and leak on mitral side of closure device in the 135-degree view. The physician acknowledged the position but deemed acceptable to the release device. After release, the closure device shifted on mitral side. The initial position and leak that were initially observed worsened from original position. The imaging physician refused to measure vena contracta, therefore the size of the leak was not provided. The physician decided to leave the closure device. There were no patient complications and the patient was discharged.